Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A follow up will be submitted following evaluation.

Event description:
A peritoneal dialysis patient's nurse reported the patient found a fluid leak following treatment. When the patient had completed treatment and was removing the cassette fluid was found to have leaked. The patient did not have any adverse event associated with the leak. He was prescribed prophylactic antibiotics: vancomycin (1000 ml) and gentamicin (40 ml). The cassette was discarded.